Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had their ins replaced after they had fallen. The caller also stated that after the patient fell they had a tiny fracture in their cheek bone. Technical services asked the patient if the replacement of the ins was due to normal battery depletion. The caller stated that the battery was at 2.7v in (B)(6) before the fall, so they were anticipating a replacement in the fall based off of previous ins longevity. The caller stated that no one can be sure because the testing showed that there was no damaged to the leads and ¿the rod was in place¿. The caller stated that no one can say if the fall caused the battery to lose power fast, but the caller thinks it probably did. The fall was reported o have occurred in (B)(6). No complications or further complications were reported.

Manufacturer narrative:
Product analysis product ID# (B)(6) analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the ins was explanted due to early battery depletion. It was also reported that it was unknown if the medical professional alleged a deficiency against the performance of the device, so it remains unclear if the ins depleted prematurely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.